Event description:
It was reported that the patient presented in clinic with systemic infection. The implantable cardioverter defibrillator was explanted. Culture was performed and the infection was noted to be pseudomonas aeruginosa. The patient was stable during and post procedure.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.